Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR report# 2916596-2015-00295. (B)(4). Approximate age of device - 2 years, 7 months. (B)(4). The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was requiring supplemental oxygen at 3-4 l nasal cannula. The patient was admitted for evaluation of what was causing the patient¿s dizziness, hypoxia, and overall weakness. The patient did have a positive urinary tract infection for proteus and e. Coli, which was treated with 5 days of bactrim. The patient persistently required 4-6 l of oxygen during hospitalization. An echocardiogram was done as well as chest x-ray, which showed no volume overload and no right-sided heart failure. The lvad pump parameters remained stable. The patient also remained hemodynamically stable with an inr of 2.2. The last lactate dehydrogenase was checked on (B)(6) 2017 and was 1175 u/l with a baseline between 1100 u/l and 1200 u/l. Due to the elevated ldh, pump thrombosis was suspected, but was not confirmed. The patient had received a previous pump exchange due to thrombus. The patient chose to be treated the least invasive way possible and was discharged home. The patient was under do not resuscitate orders, and was placed on hospice secondary to the patient¿s medical and neurological decline. No additional information was provided.

Manufacturer narrative:
The patient expired at home while on hospice care and the pump was not explanted; therefore, the device was not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Thrombus and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired at home on (B)(6) 2017 while on hospice care and the pump was not explanted. No further information as provided.